Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted mesh was contracture on the posterior side creating a mesh home. Extensive dissection was used to mobilize the mesh. The mesh was removed in piecemeal but incompletely. A large portion of the wadded up cephalad mesh was able to be removed. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/31/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.